Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call, they were having issue with locking the keypad. There was an incident were the three boluses were given an hour apart each and customer did not input them. Customer keeps the device locked but sometime when he testes his blood glucose he notices the device is unlocked and is unsure how it occurs. Customer's mother declined being transferred to troubleshoot the device. The device is not being returned.